Event description:
A malfunction alarm was reported by the customer, identified with a specific malfunction code that was resettable. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.